Event description:
On (B)(6) 2010, pt was contacted to follow up regarding the infusion device she returned. Pt stated she returned the primary infusion device because it would revert to the run or stop screen when she was attempting to deliver a bolus. Pt reported that when she programmed a bolus, the infusion device would revert to the run screen displaying her rate per hour or go into stop. Pt stated no error or alert was displayed on the infusion device screen when this occurred. Unable to troubleshoot device. Pt reported her blood glucose climbed to 400 mg/dl because she was unable to deliver her boluses. Pt's normal blood glucose range is 105-165 mg/dl. Pt was currently using her backup infusion device and her blood glucose has returned to normal. Pt reported she has not experienced this issue while using the backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was already returned for eval; replacement was sent.